Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6136864 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the stock product for hahn tapered implant lot# 6136864 is not applicable for review since the issue is customer related. Investigation methods/results the device was returned but not in original package. The implant holder was also returned. The implant was verified to be a hahn tapered implant ø4.3 x 11.5 mm (70-1154-imp0011) using the radiographic template (pk-209-062515). Indents on the implant were observed and the inner layer of the implant were exposed in small areas. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a hahn tapered implant fractured. The patient has a bone quality of type 2, and their oral hygiene is good. On (B)(6) 2024 the patient presented for a primary procedure on tooth #21. At the time of implant placement, the implant fractured and would not engage. The implant was replaced, and no injury was reported.